Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due to charging difficulties. The device was retained by the physician and will not be returned for analysis. No additional information is available at this time.